Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. A fault in the continuity of the pump to controller electrical connection triggers the controller fault alarm. The fault could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. It was reported that patient changed the controller after several alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Review of the log files revealed four (4) suction alarms logged on 04/05/2017 starting at 10:53:52, this kind of alarm is triggered if the suction algorithm has identified a ventricular suction condition. A few hours later starting at 15:35:04, four (4) vad stop alarms were recorded. Both alarms are associated with the event details of "patient changed the controller after several alarms" ; however, those alarms do not point to a device malfunction but to a patient related condition and a physical disconnection of the pump.   Based on the available information, suction and vad stop alarms do not point to a device malfunction but to a patient related condition and a physical disconnection of the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating that the patient's controller alarms went off in several different occasions. The patient could not remember specifics on the type of alarm. There was no impact or effect on the patient. Patient was given a new back up device. The controller will be returned for analysis. No further information has been provided.